Event description:
The customer stated that she was hospitalized, due to hyperglycemia and diabetic ketoacidosis. The reported blood glucose reading was 305 mg/dl. The customer stated that she ran out of test strips and could not check her blood glucose prior to the event. The customer stated that she is working with her doctor to better manage her blood glucose levels. The customer has received more test strips. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.